Manufacturer narrative:
Additional information: b5, d10, h4, h6(update codes), h11. B5: upon additional information, "there was a leakage of oxaliplatin. This occurred during patient administration at a rate of 250ml/hr." H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set leaked at the connection between the white hub and tubing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.